Manufacturer narrative:
The customer-reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, the customer noticed that a fully charged autopulse li-ion battery (sn (B)(4)) could not power up the autopulse platform. The status led of the autopulse multi-chemistry battery charger showed a green (ready) light, and the status leds of the battery showed four solid green lights, indicating that the battery was fully charged. No patient involvement.